Event description:
Reporter alleged obtaining the results of 378 mg/dl, 167 mg/dl and 112 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she took 28 units of lispro and 40 units of lantus after the readings. Reporter stated that she felt hypoglycemic symptoms three hours later and she self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 378 mg/dl, 167 mg/dl and 112 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she took 28 units of lispro and 40 units of lantus after the readings. Reporter stated that she felt hypoglycemic symptoms three hours later and she self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.